Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was precipitation in the burette of a buretrol solution set. The device was used to infuse meropnum, ondansetron and diphenhydramine. This was noticed when the final drug was to be flushed from the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed which did not reveal any precipitation or coloration in the burette. The filled solution was spilled and the actual set was then gravity tested twice in the laboratory via methylene blue and the liquid flows correctly, no discoloration detected and the actual sample was conforming as per product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.